Event description:
During an in-clinic follow-up, episodes of myopotential oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, the physician intends to replace the device as it recently reached the elective replacement indicator (eri). No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later explanted and replaced due to normal battery end of life. The patient was in stable condition.